Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was unknown at the time of incident. Customer reports they was able to clear the alarm. Customer states they was not able to rewind the insulin pump. Customer reports the insulin pump was exposed to moisture. Customer states that they had a cracked on insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and broken force sensor alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. The pump was received with case cracked behind the pump at the corner of the belt clip rails.